Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exibited noise. The noise was not replicable in clinic. No intervention was performed. The patient experienced no adverse consequences.